Manufacturer narrative:
Additional manufacturer narrative attached. Conclusion: in conclusion, while the exact cause of the incident is unk, the device suggests that misuse of the airseal device occurred and it is questionable as to whether or not the airseal cannula, in fact, caused the defect. The cannula is molded from medical grade polycarbonate and is designed with a radius edge around the distal circumference in order to have a "dull" leading contact surface. Additionally, many medical devices with various end effectors are deployed during a surgery of this kind and one of the may have caused the defect, furthermore, there have been approx 300,000 surgeries performed with the surgiquest airseal ifs system and this is the first report of injury to an anatomical structure or organ . We are told that a report will not be filed in the european union but the company has taken a proactive position in reporting to the agency. The company trains end users and monitors clinical use of the system in accordance with company policy and procedures and continues to improve product safety and design as part of a commitment to continuous improvement.

Event description:
Awareness date: (B)(6) 2015 the company became aware that at the conclusion of a surgery (robotic hysterectomy) performed using the surgiquest airseal ifs system, the surgeon discovered a defect in the duodenum of the pt. There was no direct claim that the airseal device cause the injury, but the initial reporter commented that the anatomical structure may have come into contact with the tip of the disposable device, i.e. The cannula. The exact cause is unk. There was no device malfunction. The duodenum was repaired by suturing. There was no further complication. There was no prolonged hospital stay. The device is still in use at the facility. No user facility report has been received at the time of this reportage.